Event description:
New information received notes the patient gender is female and the physician's name is dr. (B)(6).

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented during a procedure. The physician was unable to insert the leads into the pacemaker header and alleged a header screw problem. The physician exchanged the pacemaker. The patient was discharged.

Manufacturer narrative:
The reported event of inability to fix lead into the device header due to setscrew problem was confirmed in the laboratory. Final analysis found the device was received with evidence of improper torque wrench insertion. A large hole was found in the septum at the atrial septum location consistent with atrial setscrew removal. The damage to the septum was severe and subsequently ending its ability to form a seal. Analysis found incorrect wrench insertions were made into the ventricular setscrew inset. The setscrew was tested to tighten normally with correct use and insertion with the torque wrench. No anomalies were found with the device. The cause of the reported field event was isolated to improper insertion of the torque wrench.